Event description:
It was reported that a large volume infusor had a brown mark on the elastomeric reservoir. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection of the unit found tiny brown particle (0.3 square mm in size) embedded in the stress-member plug which confirmed the reported condition. The tiny particle was not in the fluid path. No other test was performed. The particulate matter (pm) arose from the molding process of the plug. As a corrective action, a quality alert was issued in the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13e057 was manufactured may 19, 2013 - may 21, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.